Event description:
Report received from france stating "bubble issues during sculpture despite of purge procedure respected. No patient impact."

Manufacturer narrative:
The device was not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.